Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "primed the IV tubing. Primed normally the IV. When they connected the IV and opened the fluid line, the fluid and blood starting going everywhere due to the medication port not attached". However it could not be verified due to the product not being returned for failure investigation. A device history record review for model mx9433 and lot number 22129074 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxguard administration set with needleless y-site(s) components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "we are having another report on item 32011614 set admin IV 130in 15drop 4port 50/ca being defective. One of our facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: primed the IV tubing. Primed normally. Did the IV. When I connected the IV and opened the fluid line, the fluid and blood starting going everywhere due to the medication port not attached."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard administration set with needleless y-site(s) components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "we are having another report on item 32011614 set admin IV 130in 15drop 4port 50/ca being defective. One of our facilities is reporting an issue/concern with an item that it is purchased from your company. Situation: issue: primed the IV tubing. Primed normally. Did the IV. When I connected the IV and opened the fluid line, the fluid and blood starting going everywhere due to the medication port not attached.".